Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colon resection, while being applied for an end to end anastomosis, the stapler only yielded two partial tissue donuts. The doctor performed a leak test and saw bubble. The tissue was resected and re-stapled to resolve the issue.